Event description:
It was reported on an unknown date the patient underwent a removal of locking compression plate (lcp) extra-articular distal humerus plates due to failed fixation. An unknown smv screws were previously used in the shaft of the plate. Bone pulled away from plate. Reduction was achieved with existing plate in place. Secondary revision fixation achieved with va-lcp meidal medial distal humerus plate. Patient outcome was as planned. Procedure as completed successfully. This complaint involves one (1) device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).